Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebs0133 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the patient that catheterization was conducted on the patient on (B)(6) 2018. After feeding the catheter, during blood return, a crevasse was found at 2 cm from the end of the catheter. The catheter continued to be used and connected to the extension tube after being trimmed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a breach in the groshong PICC was inconclusive due to the poor sample condition. One photograph was provided for investigation. The photo showed a section of groshong PICC tubing held in a curved position. A lighter colored area was observed on the blue stripe, but it could not be discerned if a breach existed in that area. Since the reported event could not be discerned from the provided photo, the complaint was inconclusive. A review of the DHR revealed no evidence that the damage was manufacturing related. Further review will be completed if the physical sample is provided for investigation. A lot history review (lhr) of rebs0133 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the patient that catheterization was conducted on the patient on (B)(6) 2018. After feeding the catheter, during blood return, a crevasse was found at 2 cm from the end of the catheter. The catheter continued to be used and connected to the extension tube after being trimmed.